Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 142.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pet lock was broken. The pet lock was likely broken during attempts to detach the embolization coil during the procedure. If friction builds up within the smart coil detachment that overcomes what the handle is able to produce, difficulty detaching may be experience. Further evaluation revealed the smart coil was able to be detached without an issue. The smart coil was advanced through a demonstration microcatheter without an issue. The returned handle was attached to the proximal end of the pusher assembly and actuated. The embolization coil detached from its pusher assembly without pulling back into the microcatheter. The root cause of the reported coil retracting back into the microcatheter upon actuating the handle could not be determined. Evaluation of the handle revealed that the device was functional. The handle was functionally tested on the handle fixture and performed within specification. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (aca) using a penumbra smart coil (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil into the target vessel using a non-penumbra microcatheter and used a handle to detach it. However, upon pulling the handle slider, the smart coil was pulled back approximately one centimeter into the microcatheter and did not detach. Therefore, the physician removed the smart coil and completed the procedure using other coils and the same microcatheter. There was no report of an adverse effect to the patient